Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device seems to have significantly shifted downwards, such that the magnet site is now positioned at the same level as the auricle and almost into the mastoid cavity.the user reports that hearing is fine, except for the irritation caused by contact with glasses.

Manufacturer narrative:
Conclusion: according to the information received from the field the device migrated from its intended position. Further the skin is irritated due to the recipient's glasses. No information on possible further steps has been received. This is a final report.

Event description:
The device seems to have significantly shifted downwards, such that the magnet site is now positioned at the same level as the auricle and almost into the mastoid cavity. The user reports that hearing is fine, except for the irritation caused by contact with glasses.